Event description:
Pt was hanging onto the overhead bar during lateral chest exam and accidentally disengaged the lock on the bar off the chest stand. This caused the bar to come down and hit the tech on the head.

Manufacturer narrative:
This is a user error. The stretch grip works as designed and the stretch grip is not designed to hold a pt. A force limitation is plugged on the stretch grip.